Manufacturer narrative:
(B)(4): investifaton results -visual evaluation of the complaint device revealed no defects to the catheter of the device. Functional testing was performed; however a hole was noted in the balloon material upon inflation of the device. The most probable root cause for this complaint is operational context; this failure occurs when anatomical or procedural factors encountered during the procedure limit the performance of the device (e.g., the balloon comes into contact with a sharp exterior source).a search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used in an esophageal dilatation performed on (B)(6), 2011.according to the complaint, during the procedure, the balloon would not inflate. It was reported that there were no leaks or damage to the balloon. Through investigation results, a hole was noted to the balloon material; therefore this is now a MDR reportable event. The procedure was completed with another cre balloon.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.